Event description:
The customer contact reported sparks inside the clear plastic plug of the ac power cord. The customer contact reported, the pump was returned from the clinical setting to the user facility with a report that "when pump was plugged in upon power on, it looks like there is flashing light inside the clear plug, so we unplugged it." During testing at the user facility, sparking was noted inside the clear plug on the male end of the power cord when the power cord was plugged into the ac power outlet. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).